Event description:
It was reported that the patient underwent a lead removal and replacement because the lead was not working and had impedance issues. It was reported that the patient was fine after surgery. See MFR. Rep. # 3004209178-2012-05984 for follow-up and a subsequent issue that developed after surgery.

Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# v455641, implanted: 2010 (B)(6), explanted: 2012 (B)(6); programmer model 3037, serial# (B)(4).